Manufacturer narrative:
Concomitant product(s): a 5568-45 lead, implanted:(B)(6) 2002. A 5068-58 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) showed erratic lead impedance measurements at a previous follow-up interrogation and it was noted the left ventricular (lv) lead had a high threshold value. The crt-p was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.